Event description:
It was reported that the ilet pump generated a persistent ¿70 ¿ backlight communications¿ alert that was verified in device history, and the patient was instructed to perform a restart, after which the alert recurred and the device required replacement; therapy continuity was addressed with backup injections as the patient had been on mdi. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and continued therapy via mdi until a new device could be provided. Investigation included review of device history and guided troubleshooting and education with a restart procedure. Investigation of this case revealed a continued backlight communication malfunction despite restart, consistent with a device malfunction affecting the user interface subsystem that warranted replacement. It was concluded that an electrical short on the circuit board was the cause of the issue.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.